Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay was performing within specifications. Data analysis revealed late amplification of the hbv target with cycle threshold (CT) values of 38.3 and 39.1 on (B)(6) 2021, respectively. Subject matter expert input indicated that the results are most likely consistent with a donor exhibiting an occult blood infection (obi), where low levels of viral target may be present in the bloodstream. The sensitivity of the cobas mpx assay allows for detection of hbv at low viral concentrations, which may not be detectable by other assays. Contamination was deemed unlikely based on the customer's adherence to sample and reagent workflow protocols. No systemic issue with the product was identified, and this was the first complaint reported for lot g32991.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2021, a sample was tested with the cobas mpx assay and was reactive for the hbv target with a cycle threshold (CT) value of 38.3, indicating late amplification. The same sample was tested with a competitor assay (artus rg pcr) and was negative. On (B)(6) 2021, another sample from the same donor was tested with the cobas mpx assay and was again reactive for hbv with a CT value of 39.1, also indicating late amplification. Serology testing using enzyme-linked immunosorbent assay (elisa) was negative for hbv. The sample was further tested on the ampliprep system and was non-detectable for hbv. The blood donation associated with the sample was discarded.